Event description:
On february 9, 1998 nellcor puritan bennett rec'd a call from svc tech with facility. Svc tech had called to report the following problem: no audible alarm, unit reads mode switch error, unable to recalibrate.